Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the nurse noticed, in the multipurpose surgical intensive care unit, when she arrived in the box, that two of the central venous catheter extension lines were disconnected. Following this observation, the two lines were reconnected to prevent the catheter to be removed. Clinical consequences: the health care team informed us that this problem had caused blood loss to the patient."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the nurse noticed, in the multipurpose surgical intensive care unit, when she arrived in the box, that two of the central venous catheter extension lines were disconnected. Following this observation, the two lines were reconnected to prevent the catheter to be removed. Clinical consequences: the health care team informed us that this problem had caused blood loss to the patient."